Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (gd881474, gd883108) revealed no exceptions during the manufacturing process in relation to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). This is report 2 of 2 for this incidence of peritonitis. As the patient discards supplies after each use, a sample was not available for evaluation. Follow up information will be submitted as it becomes available.

Event description:
On (B)(6) 2011 the patient contacted baxter regarding an unrelated complaint and reported that he had peritonitis. He also reported that he was hospitalized from (B)(6) 2011 to (B)(6) 2011 for severe pain on his right side under his ribs. He felt that this pain was related to the peritonitis. The patient stated that the peritonitis occurred because of touch contamination. Baxter contacted the peritoneal dialysis (pd) rn on (B)(6) 2011. She reported the patient had peritonitis in (B)(6) 2011 coincident. She reported that on an unknown date pd cultures were done and the results revealed (B)(6). She stated the patient was hospitalized from (B)(6) 2011 to (B)(6) 2011 for this peritonitis. She said the doctor could not give an opinion of causality. Treatment was not reported. The patient was recovering and no further information was available.